Event description:
Boston scientific received information that this product was part of a system revision due to a pocket infection. A new system was successfully implanted on the patient's right side with no reported complications from the procedure. One day later, the patient passed away. An autopsy report confirmed the cause of death was a dissected aorta likely from a ruptured aneurysm. The field representative confirmed from both the electrophysiologist and autopsy report that the dissected aorta was not caused or contributed to by the system revision procedure, rather the patient had an underlying complication. The products will not be returned to boston scientific.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.